Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Information was not provided for: design-related issues: the design of the small stem protector has been in the field since 2004. Exactech is aware of 6 other similar complaint reports involving stem protector devices since 2008. Because the small stem protector is used in anatomic and reverse total shoulder surgeries, sales data for humeral stems was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from these manufacturing lots. Therefore, this issue does not appear to be manufacturing-related. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the risk management report. The broken instruments reported were likely the result of impaction of the cap component during surgery or removal of the cap component during reprocessing and not replacing it. However, further details regarding how the devices became broken were not provided. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. This is MDR 4 of 4 from the same customer report not the same patient or event.

Event description:
It was reported from ous that during an initial orthopedic surgery the small stem protector broke. No delay to surgery and no adverse event to the patient. The agent was present at time of surgery. The patient's health was stable leaving the or. No patient demographic information was provided. New information provided on (B)(6) 2021: "the instrument could have been broken during the surgery. However, the breakage has been noticed at the recovery of the instrumentation-set by our logistics dept., after the cleaning realized by the sterilization team of the hospital. No information has been received from the hospital regarding this issue and [the agency] didn't receive any request for complementary information regarding this issue as well." Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.